Event description:
It was reported by the affiliate that the stapler did not work during an anterior resection. The case was completed with another cdh instrument and there was no consequence to the pt.